Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history review (DHR) is not applicable or relevant due to the device manufactured date of 2012. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used condition. The evaluation was performed, and the reported issue was confirmed. Device could not be powered on due a damaged power line cord. Further investigation was performed. When disposable was inserted, technician discovered there was no engagement between the tip of the disposable and the micro switch. A micro switch comparison was performed which indicated a damaged/bent micro switch. The root cause of the reported issue was due to normal wear and tear. No further actions were required.

Event description:
It was reported that a broken micro switch was observed. No patient injury was reported.